Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('she put my coils perforated through the uterus'), fallopian tube perforation ('perforated through the tube'), device breakage ('half of it was gone not literally but had broke off and went somewhere in my body') and device dislocation ('half of it was gone not literally but had broke off and went somewhere in my body') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). At the time of the report, the uterine perforation, fallopian tube perforation, device breakage and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation, fallopian tube perforation and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: perforated through tube, half of it was gone not literally but had broke off and went somewhere in my body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('she put my coils perforated through the uterus'), fallopian tube perforation ('perforated through the tube'), device breakage ('half of it was gone not literally but had broke off and went somewhere in my body') and device dislocation ('half of it was gone not literally but had broke off and went somewhere in my body') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). At the time of the report, the uterine perforation, fallopian tube perforation, device breakage and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation, fallopian tube perforation and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: perforated through tube, half of it was gone not literally but had broke off and went somewhere in my body. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.